Manufacturer narrative:
Exact date of event is unknown. The allegation is against 2 of 3 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8048636.

Event description:
Related manufacturer reference number: 1627487-2022-05996. It was reported that the patient experienced ineffective stimulation with their drg system. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which two leads were explanted and replaced. It unknown which leads contributed to the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.